Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a colostomy closure surgical procedure, when the stapler was used for intestinal anastomosis, once it was removed and leaked tests were performed, it was evident that the part back of the device did not activate and the staple line was incomplete. It was noted that sizes were used. To fix the staple line, it was converted to open procedure.

Manufacturer narrative:
Additional information: a2, a3a, a4, b1, b5, g3, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a colectomy procedure, when the stapler was used for intestinal anastomosis, once it was removed and leaked tests were performed, it was evident that the part back of the device did not activate and the staple line was incomplete. It was noted that sizes were used. To resolve the issue, a manual suturing was performed.